Event description:
It was reported that allegedly a siderail fell off and a patient reportedly fell to the floor. It was reported that the patient did not sustain any injury.

Manufacturer narrative:
Upon the stryker service representative's inspection of the device, it was found that the retaining rings that hold the siderail to the frame had come loose and were found in the bottom of the siderail enclosure. It was further discovered that the bed had been purchased from another hospital and the siderails had been removed for cleaning and refurbishment before selling them to this account. The retaining rings are installed at the manufacturer and are for single use only. If the siderail is removed, then the same retaining ring cannot be re-installed. A new retaining ring must be installed. Most likely, the hospital that sold the bed to the account involved with this event re-installed the same retaining ring which resulted in the siderail falling off of the frame.